Manufacturer narrative:
Initial emdr has been submitted to the FDA. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right-side "intracapsular rupture" confirmed via MRI. This record is for the right side. The device was explanted.